Event description:
Customer reported that cells # 3 and 16 of panocell-16 lot 12584 appear very dark in color.

Manufacturer narrative:
Performed a retention inspection on panocell-16, lot 12584; exp date: 5/30/08; cells #3 and #16 contained pink diluent exhibiting 2+ hemolysis with red cells that appear slightly darker red . Cell #1 and remaining vials contain light pink diluent exhibiting 1+ hemolysis with red cells that appear red in color. Growth was observed on the retention samples; yeast was identified. The package insert advises the user not to use the product if the cells darken, spontaneously clump, or if there is significant hemolysis.